Event description:
At the end of a wpw procedure in the ra with the ensite x system and the flexability ablation catheter, the patient experienced an st elevation. A coronary angiography was performed and a stent was implanted due to an occlusion of the posterolateral rca. The physician is unsure of the exact cause of the st elevation, potentially thermal trauma of the rf energy near the coronary sinus. The physician stated there was no malfunction of the catheter. The patient is in stable condition.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1-4, the magnetic sensor, and the thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the catheter met specifications during temperature testing and was able to be flushed. The batch record was re-viewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.